Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not synced since, and the main half height drawer 5.1 row b cubies had failed. A field service engineer (fse) powered off the unit and reseated row board connectors for drawers 5.1 and 5.2. Upon restart, it was found that the data port used was connected to an incorrect vlan. The alternate port in the medication room was correctly configured for pyxis. Hardware test application (hta) showed row b was off the bus. The fse powered off the unit again, reseated all row tray connectors in drawer 5.1, and hta passed successfully. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system experienced disconnections, drawer failures, and devices was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.